Event description:
It was reported that the programmer screen went blank or showed interference when it was tilted in certain positions. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Display flextape found damaged. Antenna coax cable found damaged. Left keyboard case hinge is broken.